Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during a pretest. It was further reported that the user had to push the syringe much harder than usual to remove the water.

Event description:
It was reported that the catheter balloon was difficult to deflate during a pretest. It was further reported that the user had to push the syringe much harder than usual to remove the water.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Based on evaluation that been carried out, the sample was evaluated and no pinch or blockage observed. Catheter was able to inflate and deflate without any difficulty. No conditions found on sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.